Event description:
The reporter stated that the screw was being screwed into the first metatarsal during a procedure to correct a bunion deformity. The screw's tip broke into 3 pieces. Three fragments of the screw were removed from the bone. The screw fragments are available for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.